Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had hypertrophic cardiomyopathy, and the muscle fibrosis was severe and it made it difficult to screw in the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had a product issue. No patient complications have been reported as a result of this event.